Event description:
It was reported that during use of a bio-medicus multi-stage femoral venous cannula with insertion kit, a guide wire (0.97mm x 180cm) for the cannula was being used to cannulate a patient for venovenous (vv) extracorporeal membrane oxygenation (ECMO) (cv surgery) through the right femoral vein, re-wiring through a previous dialysis site. The wire was inserted without resistance initially, butresistance was noted during insertion and removal. Upon removal, the wire was found to be shredded and significantly damaged. Ultimately, this damaged the patient's venous system (external iliac and femoral vein), resulting in hemorrhagic shock that required massive transfusion and interventional radiology for management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.